Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that multiple pump stoppages and speed drops were observed in the system controller log file when the pump was connected to the power module. An issue was suspected with the percutaneous lead (driveline). On (B)(6) 2017, a driveline replacement was completed. On (B)(6) 2017, it was reported that pump stoppages continued when the pump was connected to the power module. The patient underwent a pump exchange. No further information was provided.

Manufacturer narrative:
Device evaluation: a distal-end driveline replacement was performed on (B)(6) 2017 and the replaced portion of the driveline was returned in one segment measuring approximately 18 inches. The outer layers of the driveline were severed approximately 17 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. On (B)(6) 2017, it was reported that additional pump stoppages were observed after the distal end driveline replacement and a pump exchange was performed. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The remainder of the driveline was not returned. Upon removal of the outer silicone jacket and bionate layers, breakdown in metal braided shield was observed adjacent to the nipple of the pump housing. Visual inspection of the underlying wires at this location revealed damage to the insulation of the orange wire. In addition, the inner conductors of the orange wire appeared to be severed at this location. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the orange wire made contact with the metal braided shield while the system controller was connected to a tethered power source, such as the power module, the resulting electrical short to ground could have resulted in the pump stoppages and low speed advisory/hazard alarm events captured in the submitted log file while the system was operating on power module support. In addition, if the damaged inner conductors of the orange wire caused an open circuit condition, it would have been detected by the system c when comparing wire currents, resulting in a driveline fault and associated yellow wrench advisory. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.